Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump off alarm on (B)(6) 2022 at 10:45 that lasted for about 3 seconds. The patient said that they did not hear an alarm, but that they had no special discomfort and had forgotten what they were doing at the time, but knew that they were at home. An x-ray was performed. A review of the log file found 1 pump stop while the patient was connected to the power module from 10:45:24 to 10:45:27 on (B)(6) 2022. The patient noted a pump off alarm again on (B)(6) 2022 from 07:06:18 to 07:06:20. The patient did not know that the event happened. A review of additional submitted log files by technical services showed an additional pump stop on (B)(6) 2022. The issues appeared to only be occurring while the patient was connected to the power module. The patient was using the ungrounded patient cable when the pump stops were detected. The log file history showed that the speed dropped to 0 rpm very quickly and then regained normal speed. The event was indicative of a potential issue with the percutaneous lead. There was an area of concern of shielding damage on the x-ray. Related MFR reference #: 2916596-2022-00306.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller (serial number: (B)(6)) not producing an alarm properly was not confirmed, as the system controller was not returned for analysis. However, log files containing approximately 30 days of data collectively ((B)(6) 2022 per timestamp) were submitted for review. On three occasions throughout the data (10:45:24 on (B)(6) 2022, 7:06:17 on (B)(6) 2022, and 5:48:21 on (B)(6) 2022), the pump was observed to fall below the low speed limit to speeds as low as 0 rpm; these events will be addressed via the pump¿s investigation. Each time that a pump stop was recorded in the data, the appropriate alarms were activated. No atypical events regarding the system controller were observed throughout the data. The root cause of the reported event was unable to be conclusively determined via this analysis. Review of the device history record for the heartmate ii system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii instructions for use (IFU) section 7 ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿alarms and troubleshooting¿ provide detail on each of the alarms that may be produced by the heartmate ii system controller. A description of the controller¿s behavior and appearance is provided for each alarm scenario, including those related to pump stop conditions. The heartmate ii patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient reported an additional pump stop due to driveline fracture. They reported being asymptomatic during the event and the event could not be confirmed through the log files. On (B)(6) 2022, the patient underwent pump exchange. The patient was stable after pump exchange.